Event description:
A 3.5 mm ID neonatal shiley tracheostomy was pulled from the omnicell. The box is marked as 3.5 mm neo shiley; however, when box is opened, the sealed package is a 3.5 pedi shiley tracheostomy.